Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated the patient started their transmitter past the use by date, which is off-label usage of the device. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred on 01-11-2023 for transmitter with serial number (B)(6). It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. However, transmitter with serial number (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss over an hour was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported event of signal loss over 1 hour is reportable because loss of connection was found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).